Event description:
Related manufacturer reference number: 2017865-2023-47709. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial and right ventricular lead were exhibiting over-sensing noise. No changes or intervention was reported. There were no patient consequences.